Event description:
It was reported that an operator was angulating the table on a prestige system from horizontal to vertical without a pt. The operator heard an unexpected sound come from the system. When the operator released the tilt button on the console, the table angulation did not stop. The operator pushed the e-stop (emergency stop) on the console but the table angulation still did not stop. Finally the operator stopped the power supply on the generator console desk which did stop the angulation. After shutting down and recycling the power, the system worked normally. No injury was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.